Event description:
It was reported that the pump displayed a pressure alarm. The event occurred on the ward, and the device was handled by the anesthesiologist, nurse anesthetist. As a measure, the pump was changed and sent to investigation. The incident was resolved. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was not confirmed. The device's cut off pressure was within specification. There was no known cause of the reported issue, and no further action was taken. Resolution of the reported issue was not confirmed by the technician, and the device will be submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification.